Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and device did not displayed temperature reading, which is not a reportable event. There was no patient consequence. This event is being reported because the bwi failure analysis lab received the device for evaluation and found on (B)(6) 2015 a cut on the shaft approximately 45 cm from the tip of the catheter exposing braids. Follow up investigation was performed to obtain clarification about product returned condition and it was noticed that the damage to the shaft was not observed during or after the procedure. This finding is reportable because the catheter integrity is not maintained and internal components are exposed to patient.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. As lot # 17038148m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and device did not displayed temperature reading, which is not a reportable event. There was no patient consequence. This event is being reported because the bwi failure analysis lab received the device for evaluation and found on 5/6/2015 a cut on the shaft approximately 45 cm from the tip of the catheter exposing braids. Follow up investigation was performed to obtain clarification about product returned condition and it was noticed that the damage to the shaft was not observed during or after the procedure. This finding is reportable because the catheter integrity is not maintained and internal components are exposed to patient. The bwi failure analysis lab received the device for evaluation. Upon receiving, the catheter was visually inspected and it was found broken shaft approximately 45 cm from the tip of the catheter. Braids from the shaft are exposed. It is unknown how this condition was generated. Further information received stated that physical damage of the catheter was not noticed by the costumer. It appears the damage was due to external force on catheter shaft. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were disconnected inside the dome. The customer complaint for temperatures problem has been confirmed. An internal corrective action has been opened to address the broken shaft on smarttouch catheters.